Event description:
It has been reported to the company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted a aspiration catheter. The physician was aspirating the vessel and the occlusion balloon deflated unexpectedly. The patient is reported to be fine.